Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during a scheduled cardioversion, the nurse noted a reddened and blistered area where the defib pad had been. The patient was defibrillated two times at 100 joules and 200 joules, respectively. The customer reports the doctor ordered silvadene cream for the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.